Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen exiting the infusion set tubing during fill tubing. During troubleshooting with tandem's technical support, the customer disconnected the luer lock connection, primed the cartridge tubing, and did not see insulin exit the cartridge tubing. The customer changed the cartridge successfully to address the event and insulin delivery was resumed. There was no impact to blood glucose.